Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The field service engineer concluded that the problem was caused by the expiratory channel printed circuit board (pcb) and replaced it. The faulty expiratory channel pcb was retained by the customer. After replacement of the expiratory channel pcb, the problem was resolved. No further issues have been reported. The evaluation of received device logs shows that the pre-use check flow transducer test failed multiple times between 11/21/2021, and 01/14/2022, with messages "unsuccessful zeroing and/or calibration" and "deviation to large", indicating problems with the flow calibration. Date of event is set to 11/21/2021. The conclusion in this matter is that the reported flow transducer test failure is confirmed in the device logs. Received device logs do not specifically point to a problem with the replaced expiratory channel pcb. Since no faulty part has been received for investigation, the root cause could not be determined.